Manufacturer narrative:
Initial reporter addr 1: (B)(6). A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Although requested, product has not been received.

Event description:
It was reported that at around 3:00am on (B)(6) 2021, a patient incident occurred involving alaris pumps. Customer's internal investigation revealed that the event was due to human error on the part of the device user. It was noted that the nurse hung the medication levophed but programmed it as nafcillin on the alaris device. There was patient involvement with injury.

Manufacturer narrative:
A review of the complaint history for this serialized unit did not confirm similar complaints, based on the same or related failure mode for this event. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that at around 3:00am on july 1st, 2021, a patient incident occurred involving alaris pumps. Customer's internal investigation revealed that the event was due to human error on the part of the device user. It was noted that the nurse hung the medication levophed but programmed it as nafcillin on the alaris device. There was patient involvement with injury.